Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf type 260 series operation manual chapter 3" preparation and inspection" shows how to detect the event. Gif/cf/pcf type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿remote switch 1 malfunction¿ was not confirmed. The following findings were also noted during device evaluation: due to a pinhole on channel-tube, water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of angle wire, the play of up/down knob is out of specification, bending section cover has a scratch, adhesive on bending section cover has a chip, and crack, due to clogging of nozzle, water removal ability does not meet specifications, plastic distal end cover has foreign objects, a burn, and a scratch, connection tube has a scratch and buckling, switch 3 and 2 have a scratch, switch 4 and 1 have wear, and connecting tube has a scratch. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer noted there was no delay in the start of precleaning of the equipment after use. The customer noted there were no abnormalities with the accessories used for reprocessing. The customer noted that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed the air/water nozzle with water and air. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had remote switch 1 malfunction, and poor effectiveness. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter adhered to the tip. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.